Event description:
It was reported that stent damage occurred. The target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 38 x 2.50mm promus premier¿ stent was selected to treat the lesion; however, the device was unable to cross the target lesion. The stent could not be deployed. When the physician removed the device, it was noted that the proximal side of the stent was deformed. The procedure was completed with a non bsc stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found stent struts on the 1st and 2nd rows from the proximal end of the crimped stent were distorted and lifted upwards from the stent profile. The bumper tip of the device showed no signs of damage. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube and shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 38 x 2.50mm promus premier¿ stent was selected to treat the lesion; however, the device was unable to cross the target lesion. The stent could not be deployed. When the physician removed the device, it was noted that the proximal side of the stent was deformed. The procedure was completed with a non bsc stent. No patient complications were reported and the patient's status was good.